Event description:
The patient had a preset tidal volume of 500ml on ventilator. The low pressure alarm indicated loss of volume. The exhale volume was read through the exhalation prot with a calibrate wright respirometer. The sleeve of the suction catheter began to inflate. The suction catheter was replaced. There was no adverse outcome.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.